Event description:
A customer reported that the results obtained from multiple patient samples run on a vitros eciq immunodiagnostic system were associated with the incorrect patient names. Mis-associated patient results may lead to inappropriate physician action. The discrepancies were identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the results obtained for multiple patient samples were mis-associated with the incorrect patient names when run on a vitros eciq immunodiagnostic system. The root cause of the event was determined to be user error due to improper sample ID reuse. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the instrument in a "pending" state, as per the design of the software. Re-using the same sample ID on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. The ocd customer support center reviewed the cause of the event with the customer and assisted the customer in configuring the sample ID auto-deletion feature on the vitros instrument to help prevent reoccurrence of the issue. The vitros eciq immunodiagnostic system did not malfunction.